Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 80% stenosis, moderate calcification and moderate tortuosity). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (lesion morphology - 80% stenosis, moderate calcification and moderate tortuosity). (B)(4).

Event description:
Additional information reported that no resistance during the stylette <(>&<)> protective sheets removal. The device did not pass through a previously deployed stent. A cutting balloon (size approx: 2.5 x 15mm) was used to complete the procedure. Patient reported to be stable after the procedure.

Event description:
It is reported that a resolute onyx drug eluting stent was being used to treat lesion that exhibited 80% stenosis, moderate calcification and moderate tortuosity in prox-mid lad. The lesion was pre dilated 4 times with 2.5mm x 15mm balloon. It is reported that the resolute onyx device was not inspected prior to use but negative prep was performed with no issues identified. Difficulties were encountered when the device was removed from the hoop and also when the device was crossing the lesion site. The device was then removed from the patient and the stent was noted to be deformed . No reported patient complications or clinical sequelae. Evaluation summary: the device was returned for analysis. The device was still attached to the non medtronic guide liner at the entry point and could not be removed. The stent had deformed segments. The distal tip was flared. The plastic tubing of the guide liner was damaged. The shafts of both devices were kinked. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).